Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, the patient underwent an ultrasound-guided percutaneous transhepatic cholangiography drainage (ptcd) catheter placement procedure using navarre universal drainage catheter. During the procedure, it was noted that the drainage tube was fractured. It was further reported that the silk thread was left in the body. The procedure was completed using another device. The current status of the patient is unknown.